Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type: extension; product ID: 3389-28, lot# va1nvu5, implanted: (B)(6) 2018, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type: extension; product ID: 3389-28, lot# va1nvu5, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient had another session to test contacts after the last session, and the high impedance resurfaced. Per the physician, the patient doesn't exhibit any symptoms related to the high impedance. There were high impedances on c/0, c/1 on the left side and on all electrode pairs except c/9, 8/9, 9/10, 9/11 on the right side. The patient was programmed on c/3 and c/9. The patient was implanted for parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's system was showing impedance values up to 5,000 ohms. The patient was scheduled to have the system tested a week later to see if therapy improves. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient was stimulated on the contacts with high impedance for 15 minutes and impedance normalized. The issue was resolved and the patient is receiving effective therapy.